Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. During the procedure the existing cylinders were removed and replaced. Upon explant, fluid loss was identified on one of the cylinders. It was indicated that there was an urethral injury during the intervention. No additional information was reported.